Event description:
Baxter 3 liter eva tpn bags found leaking on multiple occasions. After completing compounding bag was place on counter to be picked up and noted to be leaking in upper corner near handle. This has happened 3 times this week as well as other previous occurrences. Refer to add'l documents in i2k. Pt code: 4580. Device code: 1354. Ref reports: mw5183720, mw5183721.